Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants and other plastic surgery procedures. Right breast implant was ruptured and pt had a tight capsular contracture on that side. Breast implants were placed in 88 and then replaced in 1992. Manufacturer is unk. Pt authorized hospital to dispose of surgically removed breast implants.